Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative and to correct information provided in a previously submitted MDR. The sales representative confirmed that there is no device available for return. This information is consistent with the initial MDR, which reported that the device was not returned to the manufacturer. As no device is available, device evaluation could not be performed. Section h8 (usage of device) has been corrected. The initial MDR incorrectly reported the device as a reuse; this has been corrected to initial use of device. No new adverse event information is being reported.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the bleeding at the access site was not determined due to insufficient clinical details.

Event description:
Clinical narrative: a 72-year-old male with a past medical history of coronary artery disease and diabetes mellitus underwent impella cp support for a high-risk percutaneous coronary intervention (hrpci). The patient¿s pre-support clinical state was consistent with scai shock stage a. The impella cp device was percutaneously implanted via the right femoral arterial access on (B)(6) 2026 at 14:23. During the peri-procedural period, oozing and bleeding were noted around the impella repositioning sheath. The physician angled and adjusted the sheath as needed, redressed the access site, applied manual pressure, and ultimately placed a femstop device to manage the bleeding. Despite these interventions, the patient¿s condition deteriorated, care was withdrawn, and the patient subsequently expired. The impella cp device was explanted on (B)(6) 2026 at 20:39. Based on the information provided, the patient experienced bleeding at the impella femoral access site requiring clinical intervention and subsequently expired following withdrawal of care. At this time, the relationship between the impella cp device and the patient¿s death cannot be conclusively determined based on the available information. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage a shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.